Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the lead. Failure event observed during analysis. Final analysis found abrasion. As received, a partial lead was returned in three pieces. Visual examination found one external abrasion breaching the outer insulation exposing the outer coil consistent with friction to another device or feature of patient¿s anatomy. No other anomalies were noted with the exception of procedural damage.